Event description:
It was reported that during an esophagectomy procedure, the devices were not loading the clips properly. They would load into the jaw when primed but when firing, they would not load properly. The procedure was completed with new devices. There was no impact to the patient.

Manufacturer narrative:
(B)(4). (Device a):empty. (Device b): method: results: (ejected clips); conclusions: was there any torquing or twisting of the device present at the time of firing? No was any unexpected resistance felt while firing the trigger? Yes device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device ejected one clip and fed five conforming clips. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clip. A batch record review was performed and no anomalies were found during the manufacturing process.